Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The reported events are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade unknown, anxiety-product/procedure, crease/folding of implant, rupture, breast pain, lump/nodule, seroma-late, lymphadenopathy.

Event description:
Patient reported left side rigid breast and "contractions" (captured as capsular contracture baker grade unknown), discomfort, worried, accommodation folds diagnosed by ultrasound, and rupture diagnosed by MRI. Patient later reported slight amount of fluid around the implant diagnosed by ultrasound. Patient additionally reported "dense breasts, which could obscure small nodules" and seroma removed in the puncture. Device remains implanted.